Event description:
It was reported to philips that can't start system. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to start up. The customer declined the service request from philips therefor no additional info was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.